Manufacturer narrative:
Reference ID: (B)(4) the digital diagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector was not connecting to the system. The device was not in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector had been dropped, which caused it to disconnect from the system. Heavy shocks were recorded in the detector's shock log. The wi-fi connection was checked and found to be good. The detector leds showed no battery light and a slow flashing power light. Tests on the sky plate self, temperature, and data transmission were conducted, but all returned no results. A new detector was installed, calibrated, and the system was tested successfully. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped and unable to connect. The device was not in clinical use and there was no patient or user harm.